Manufacturer narrative:
Unique identifiers have not been provided to date. In order to conduct a comprehensive batch records analysis, this information is needed. If additional information becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from a dentist in spain that indicated the following: it was reported that the dentist noticed that when he used copios pericardium membrane, he didn't achieve bone regeneration and almost all the bone is lost. When the dentist uses membranes from other companies, he doesn't experience any issues and the regeneration is successful. No matter what graft the dentist uses, copios pericardium membrane or regeneross, when the graft is used by itself, the effect was too short and he loses the graft. On a particular patient, he used a copios pericardium membrane by itself on quadrant 1 and used copios pericardium membrane with an osteogenos membrane in quadrant 2. Regeneration was successful for quadrant 2 but not for quadrant 1. To date, no additional information has been provided to rti for review.

Event description:
Rti surgical, inc. D/b/a/ evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received additional information that indicated the following: the patient is a 66-year-old female who underwent a bone augmentation procedure on (B)(6)2024. A copios pericardium membrane and copios cancellous particulates were implanted. On (B)(6) 2024, the patient returned for follow-up. Upon examination, her healing was noted to be good. There was a small amount of inflammation present within normal parameters. The stitches were not removed. On (B)(6) 2024, the patient returned for follow-up. A small amount of inflammation was present within normal parameters. The stitches were removed. On (B)(6) 2024, the patient returned for follow-up. The gums were noted to have a good color with no inflammation noted. On an unknown date, the dentist felt that "the membrane effect was too short". This means that the copios pericardium membrane and the copios cancellous particulate xenograft absorbed too fast. This resulted in insufficient bone resorption and the grafts were explanted on (B)(6)2024. A med watch report was not submitted for the copios cancellous particulate xenograft as this graft and other similar grafts are not distributed in the us by evergen. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Tutogen conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza18490203. Batch documentation review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. No departures from standard operating procedures were noted during the re-review for lot nza18490203. Tutogen has manufactured and distributed 99 copios® pericardium membranes from lot nza18490203 without related complaints. There are two related complaints associated with the dentist. According to the reporter's case description, the copios membrane and copios particles absorbed too fast resulting in insufficient bone regeneration. A batch documentation review confirmed that no issues occurred during the production of the copios pericardium membrane. There is no plausible explanation why the membrane would cause a bone graft failure, however the age of the patient (and perhaps other not reported risk factors) may have contributed to the reported healing problems. Procedures performed during the healing period (e.g. Drawing pins) are not excluded as confounding factors that may have caused the inflammation and subsequently the reported events. It is more plausible that the patient's inflammation was associated with a source or event extrinsic to the copios pericardium membrane.